Manufacturer narrative:
One (1) loose segment of catheter and (1) segment with attached y-hub and extension legs was returned to the MFR (MFR.) And has been analyzed as follows: visual and microscopic examination revealed that the two (2) segments of device catheter appear to have been cut for removal. These two (2) segments appear to mirror match. The distal tip of this device catheter revealed jagged edges. The tear at the tip appears to be consistent with damage that may have been caused by force during the tunneling procedure at the time of implant. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR.'s analysis of the device, the report that "a piece of catheter was lodged in the inferior right hilar region of the right pulmonary artery" was confirmed. The damage found during the MFR.'s analysis of the device appears to be due to excessive force during the tunneling procedure where the tip attaches incorrectly to the tunneler and becomes the point for excessive force. No further details are available. The customer will be notified of the MFR.'s findings. The MFR. Is now closing the file on this event. Submitted to the FDA 11/17/1998.

Event description:
On 4/24/1998, the MFR rec'd a medwatch report with attached summary from the facility that states the following: the pt is a 54 y/o male with a history of insulin dependent diabetes mellitus and hypertension which has brought on renal failure. The pt was determined to be a candidate for hemodialysis. On 4/29/97, a device was placed in the right internal jugular vein for the purpose of venous access for the pt's dialysis treatments. The pt began complaining of chest pain. A pa and laterial chest x-ray was performed on 3/25/98, confirming the presence of 2.5cm x 3mm piece of the catheter lodged in the inferior right hilar region of the pulmonary artery to the right lower lobe. Subsequently, the pt underwent removal of the main piece of the perma-cath in the surgeon's office. However, the catheter tip remains lodged in the pulmonary artery. The pt has been referred to another center for consultation as to the best and safest means of pt management. No further details were provided at this time.